Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and a pace impedance measurement of greater than 3,000 ohms. The lead was explanted and a new rv lead was implanted. No additional adverse patient effects were reported.